Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 08 mm trek was filed under a separate medwatch report number. There was no reported product deficiency. Dissection is a known adverse event as listed in the graftmaster otw instructions for use (IFU). It was reported the graftmaster was used to treat an aneurysm in the ostium of the right coronary artery. It should be noted the IFU states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the target lesion was in the mid to distal right coronary artery (rca). First, a 3.0 x 12 mm graftmaster and a 3.5 x 19 mm graftmaster were placed proximal to the lesion to treat an aneurysm in the ostium of the rca. After the 3.0 x 12 mm graftmaster was implanted a dissection was noted. The dissection was treated with a 2.75 x 8 mm xience v stent. The 2.5 x 08 mm trek was then advanced to the lesion through the two previously placed graftmaster stents. The balloon was inflated at the lesion for one inflation at 14 atmospheres. No resistance was noted during removal. After removal, the hypotube was noted to be kinked and subsequently separated. The device was not being manipulated when the hypotube separation occurred. A 3.0 x 08 mm trek was then advanced to the lesion and inflated at 14 atmospheres for one inflation. A 2.75 x 15 mm xience was deployed without issue, to treat the lesion. There was no reported adverse patient sequela. The patient was discharged home the following day. No additional information was provided.